Event description:
Related manufacturer reference number: 2017865-2025-17041. It was reported that upon device interrogation, both the patient¿s right atrial (ra) and right ventricular (rv) were dislodged. X- ray was performed and revealed a dislodgement on both ra and rv leads. Far p-wave oversensing was observed on the rv lead. Low sensing was noted on ra lead. Failure to capture was noted on both right atrial (ra)and right ventricular (rv)leads. Programming changes were performed prior to lead revision procedure. The leads were then successfully repositioned on (B)(6) 2025. The patient's condition was stable throughout the procedure.